Event description:
It was reported that during pt treatment, the ventilator generated alarms and the hospital staff noticed that the screen had become black and that there was no ventilation. (B)(4).

Manufacturer narrative:
(B)(4).